Manufacturer narrative:
The following devices were also listed in this report: hipstar v40 n.5 stem; cat# unknown; lot# unknown, v40 lfit 36mm femoral head + 5 offset; cat# unknown; lot# unknown, trident 54mm acetabular cup; cat# unknown; lot# unknown, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
The lawyer of the patient reported that, following bilateral coxarthrosis, on (B)(6) 2010 the patient underwent a left hip arthroplasty (trident 54 mm acetabular cup, 36 mm polyethylene insert, hipstar v40 n.5 stem, v40 lfit 36 mm femoral head + 5 offset). From 2017 she performed the scheduled checks as per stryker recall protocol. Now the lawyer asks for compensation for damages.